Manufacturer narrative:
During an internal review on 23-sep-2024, noted a correction to the 3500a initial under h11. Additional manufacturer narrative as in error reported, ¿d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available.¿ should have processed d4. Primary UDI number as (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 24-sep-2024, noted a correction to the 3500a follow-up #1 as should have included h4. Device manufacture date of 17-apr-2024. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo and a hub leakage occurred. It was reported by the caller that she was notified close to the end of the procedure that there was blood "spurting out" the back of the vizigo sheath. The vizigo sheath was not replaced. The procedure was completed. There was no patient consequence reported. Additional information was received. The section where the issue was observed was the hub. The issue was leakage. The hemostatic valve did not dislodge inside the hub nor did it dislodge outside the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. No patient consequence. Did not require treatment.

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib). It was reported by the caller that she was notified close to the end of the procedure that there was blood "spurting out" the back of the vizigo sheath. The vizigo sheath was not replaced. The procedure was completed. There was no patient consequence reported. Additional information was received. The section where the issue was observed was the hub. The issue was leakage. The hemostatic valve did not dislodge inside the hub nor did it dislodge outside the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. No patient consequence. Did not require treatment. The biosense webster, inc. Product analysis lab received the device for evaluation on 29-aug-2024 and per the evaluation completion on 04-sep-2024 observed the hemostatic valve broken in the star section. Bwi became aware of this returned condition on 04-sep-2024 and have assessed this condition also as reportable. The device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The broken hemostatic valve could be related to the hub leakage issue reported by the customer, the complaint was confirmed. The potential cause of the broken hemostatic valve could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).